Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and insulin pump had frozen display and buttons were not responding. The customer low blood glucose level was 45 mg/dl and high blood glucose level was 330 mg/dl. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer report they did not allege insulin pump was over delivering and under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose and high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.